Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect that would have caused the cannula to fail to insert properly or the pump to fail to deliver insulin was found. The customer reported the cannula was not inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "because insulin pods use only rapid-acting insulin, user are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."

Event description:
The customer reported that she did not think the pod was working properly. She was concerned that the cannula was not inserted correctly, as she had a headache and was nauseous. She reported the following blood glucose results for (B)(6) 2013. She stated that after she removed the pod, the adhesive was not wet and there was no blood. She said that the cannula was inserted, but it was minimally inserted in the skin.